Manufacturer narrative:
The insulin passed displacement test, pump self-test, off no power test, unexpected error test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. Partially broken off reservoir tube lip was noted. The insulin pump had cracked lcd window, cracked case at display window corners, scratches on reservoir tube window and cracked battery tube threads. High pitched whining noise during displacement and rewind test due to faulty motor noted.

Event description:
It was reported via phone call that the customer's reservoir opening was broken. The customer reported a vehicle accident, but insulin pump was not damaged. Customer stated casing broken off around reservoir opening and unsure of how the damage occurred. The customer's blood glucose was 303mg/dl. Advised customer the insulin pump will need to be replaced.